Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a system failure was not confirmed during product evaluation. However, during review of the event history log, an occurence of failure code 570:xxx was found and determined to be the reported problem. The assignable cause for the failure code was due to depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
The facility reported a colleague infusion pump with a "system failure". It is unknown when this event occurred; however, this event occurred in the intensive care unit. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.